Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine hard disk drive, system hard disk drive, passive backplane, display adapter pcb, single board computer (sbc) and video controller pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The field service engineer reported that the system displayed a cine disk error and exhibited a loss of cine functionality. No patient serious injury or death was reported related to this event.